Manufacturer narrative:
(B)(4). Concomitant medical products: item 124858 - lot 3339047 - exceed abt 3hl shell. Item 650-0796 - lot 3359237 - biolox delta lnr. Item 650-0661 - lot 3305503 - delta ceramic fem hd. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Review of the device history records found no anomalies related to this complaint. This device is used for treatment. Review of the complaint history determined that no further action is required as no were trends identified no medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) reported a patient underwent total hip arthroplasty (tha) for left hip on (B)(6) 2015. Six months post op it was reported moderate pain, may require pain medicine stronger than aspirin. Cane most of time, moderate trouble washing/drying, moderate trouble getting in or out of car, moderate difficulty putting on socks, moderately difficult to stand up, limping often, pain has moderately interfered with usual work.